Event description:
Patient was being transferred from a staxi transport chair to bed on an inpatient ward. The patient became weak, and was lowered to knees by the two staff members present; however, the patient's left foot/toes appears to have become entrapped in the open foot pedal of this transport chair. The patient's left 5th toe was completely disarticulated, requiring surgical amputation, and the left 4th toe was injured. None. Diagnosis per physical examination.